Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.

Event description:
After an avm embolization with onyx, it was reported the catheter elongated and broke when it was being withdrawn. A segment of approximately 25cm was reported to have been left in the patient. Post procedure, the patient's right leg was noted to be cooler than the left possibly from partially or fully occluded vessel and the patient was placed on heparin. The broken segment was successfully removed during surgical intervention. Same event as MDR# 2029214-2009-00004.